Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during distal radius fixation, a vlp ti 2.4mm x 18mm lck scr t7 s-t went straight through screw hole on the plate, it wouldn¿t engage in plate and went straight through to bone. Surgery was resumed without any delay with a s+n back-up device. Current health status of the patient is unknown.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection was performed and no damage was able to be detected by naked eye. A dimensional evaluation performed on the device revealed it appears that there is major damage on the head region of the part. There is significant damage on the hex, hex drive, countersink, and head diameter that would not have occurred during the manufacturing process. The damage is likely from the insertion of the screw into the plate using a possibly incorrect hex driver size, causing the driver to slip and damage the part features. When the driver damaged the head, it caused the head to be undersized due to material being missing, possibly causing the locking head not to engage properly. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, an inspection for part measurements shall be performed in order to verify part dimensions are according to specification. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).